Event description:
It was reported that within two days of implant, the right ventricular lead had high thresholds and increased impedance. The lead was confirmed to be dislodged per x-ray. The lead was repositioned and remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A a3dr01 implantable pulse generator, (B)(6) 2013. A 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).